Event description:
It was reported that during the implant after this device was taken out of storage mode and when performing interrogation an interrogation error was noted on the programmer screen. A possible telemetry issue was suspected thus the session was closed and re-opened on the programmer but this did not resolve the issue. Another programmer was used but the error was seen again, thus a new device was used with no issue. This device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation difficulties were replicated in the laboratory setting. Device memory was able to be reviewed and it was determined this crt-d experienced memory corruption that could not be self-corrected by the device. The detected memory corruption and attempts to self-correct resulted in the clinically-observed errors. Detailed analysis revealed the memory faults were caused by an issue with the digital integrated circuit chip.

Event description:
It was reported that during the implant after this device was taken out of storage mode and when performing interrogation an interrogation error was noted on the programmer screen. A possible telemetry issue was suspected thus the session was closed and re-opened on the programmer but this did not resolve the issue. Another programmer was used but the error was seen again, thus a new device was used with no issue. This device will be returned. No adverse patient effects were reported.